Event description:
It was reported that during a prostate procedure, the systems fiberlife function continued to activate and send the system into standby mode at 13,449 joules of use. The procedure was completed using a second fiber. There was no report of pt injury.

Manufacturer narrative:
Fiber analysis: the fiber's glass cap was found to be fractured at the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Mild burnt on detritus on the metal cap and devitrification of the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/ user handling, due to anatomical/procedural factors encountered during the procedure.